Manufacturer narrative:
(B)(4) evaluation: complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the extension line hub separating could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the nursing staff rolled the patient for an x-ray and noticed that the 3-way tap from the proximal lumen of the central venous catheter was lying on the bed detached from the central venous catheter. The 3-way tap was still attached to the luer lock but the proximal line had come out of the luer lock. There was no drug infusion running through the line at this time. The central venous catheter was situated in the right internal jugular. The nurse immediately clamped the line, informed the doctor and the central venous line was removed and replaced with a new catheter from a different lot number. There was no injury to the patient.